Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. Fluid flowed through the complete fluid path. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 389 mg/dl while wearing the pod. The device was originally reported for being unsure if insulin was being delivered. Treatment information was not provided.